Manufacturer narrative:
The investigation of limb ischemia and thrombus has been completed. The pump was returned for investigation and no abnormalities were found upon investigation. The data logs were reviewed and it was noted that there is a spike in purge pressure and an alarm for high purge pressure was noted at that time. The spike corresponds to the presence of biomaterial and was reported for failure mode thrombus during the case. As the necessary information was not provided, the root cause of the thrombus and limb ischemia was not determined g1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26840. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26840.

Manufacturer narrative:
The device was received and an evaluation will be done. Upon completion of the investigation, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation; section: impella cp with smart assist catheter insertion; section: axillary insertion of the impella cp with smart assist catheter; section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported a 84-year-old female on a cp pump for 5 days. The pump was explanted with loss of pulses in the cp limb. The explant took place and thrombus burden was observed which prompted surgical repair. Patient now supported by the axillary 5.5 pump.